Event description:
The reporter states doing back to back blood glucose tests, using separate finger sticks. Reporter's results were 95, 68, and 59mg/dl. Reporter reported feeling nervous and shaky. On followup, the reporter states checking the test strip confirmation dot. Reporter has been cleaning meter with control solution. No harm was alleged.